Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that he was not able to clear the alarm. The customer stated that he was not able troubleshoot during the call. The customer did not stated if the insulin pump display returned after removing the battery for five minutes. The customer also stated that he was using a back-up insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad assembly. Unable to perform the audio/beep anomaly and alarm test due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.